Event description:
Patient presented to the ER physician, two weeks post-implant, with an infection at the neck incision site. Culture was taken and results returned positive for staph infection. ER physician prescribed antibiotics. This resolved the issue.